Event description:
Revision surgery - the pt had instability due to an fmp neutral, non-hooded liner and 32mm head. The surgeon replaced the liner with a highly cross linked, 20 degree hooded liner, and the head with a 36mm neutral cocr and gained stability.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 4.8 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number, one other complaint due to fit issues. This is the first complaint for this lot number. The root cause was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in instability such as; loose joint from inadequate soft tissue, implant selection, or patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.